Event description:
It was reported that an ilet user experienced signal loss between the ilet and a freestyle libre 3 plus sensor during the first 12 hours of wear, with the ilet displaying no glucose data and showing sensor unavailable/reconnecting alerts, while no other cgm alerts were present in the linked app history. Investigation of this case revealed intermittent connectivity between the ilet and the external cgm transmitter without evidence of sensor failure. No symptoms associated with unavailability of continuous glucose readings due to loss of communication reported. Outcomes included temporary interruption of cgm data display on the ilet. It was concluded that the event was related to communication disruption between devices rather than a malfunction of the ilet hardware. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.